Event description:
Event: (cc# 97-01360) an iab was attempted to be placed into the patient. When the cardiologist went to insert the iab through the sheath, one of the clear protective membrane covers was left on the iab. The iab was not inflated nor connected to the iab pump at this time. The doctor attempted to withdraw it through the sheath; however, it would not pull back. Then they went to remove the sheath and the iab. When pulling the entire unit out, the balloon membrane became separated from the catheter at the junction site. The unit was removed. However, the patient's artery was torn. The patient went for emergency surgery for femoral artery repair. A second balloon was not inserted. The patient did fine in surgery and no further complications were noted. The following was reported to datascope on 12/18/97: while attempting to remove the iab and sheath from the patient's artery, the artery got torn. The patient was brought to surgery on 11/6/97. In addition, it was reported on 12/18/97 that the patient expired on 11/10/97. (On 12/18/97, datascope received the voluntary medwatch form from the user facility; uf/dist report number: 4214188470-1997-0008) [event complications]: the patient's artery got torn/surgery required - rpt'd 11/10. [Patient's current status]: expired on 11/10/97.

Manufacturer narrative:
Evaluation summary: the iab was returned with the membrane noted to be completely folded. Visual examination revealed a short, clear membrane retainer in place over the catheter tubing. Blood was noted on the exterior of the balloon and within the inner lumen. Visual examination revealed the balloon membrane to be separated from the catheter tubing at the catheter/membrane junction. A residual amount of polyurethane was observed at the real seal. The edges of the membrane separation were noted to be jagged and rough in appearance. The membrane at the proximal taper was noted to be stretched. The inner lumen in this area was also observed to be partially elongated. Underwater leak testing revealed no leaks in the membrane or unstretched portions of the inner lumen. It was not possible to pump the iab on the laboratory system 97 due to the condition of the balloon membrane. The sheath used with the iab was observed to be severely kinked and ribbed along its length. The sheath was not present on the catheter. Probable cause of difficulty: it was reported that difficulty was encountered removing the device from the patient yet no leak was found in the iab to account for this encountered problem. The condition of the returned iab (elongated inner lumen/damaged membrane, etc.) And loose sheath (severely kinked and elongated) is consistent with that of an iab in which difficulty was encountered during removal. Although conjectural, difficulty removing the iab from the patient may be attributed to one or more of the following: a kink in the catheter tubing trapped helium in the membrane preventing it from fully collapsing under normal arterial pressure allowing for easy removal of the balloon from the patient. The patient's anatomy (the patient did have pvd and aortic calcification). During iab removal, the membrane became "bunched" at the sheath tip causing increased resistance during iab removal (it was reported than an attempt was made to remove the folded membrane through the sheath). As a note, datascope's instructions for use states the following: ...withdraw the balloon catheter through the sheath until the balloon membrane contacts the sheath, if used. Warning: do not attempt to withdraw the balloon membrane through the sheath. Remove the iab and the sheath, if used, as a unit... Finally, the presence of the clear membrane retainer in place over the catheter tubing indicated that difficulty was encountered removing the iab from the blister tray. It appears most likely (based on the reported information) that the decision to remove the iab from the patient was due to the presence of the retainer over the catheter. Difficulty removing the iab from the tray retainers causing a retainer over the folded balloon membrane may be attributed to one or more of the following: a sufficient vacuum may not have been drawn and maintained on the folded membrane. The iab may not have been pulled straight out from the tray retainers. Datascope's instructions for use state the following: a. Remove the tray from the inner wrap. B. Remove only the extracorporeal tubing from the tray. C. Connect the sterile one-way valve to the iab male luer fitting. Connect the 60 cc syringe to the one-way valve. D. With the syringe, slowly aspirate at least 30 cc. Remove the syringe, leaving the one-way valve in place. E. Remove the iab by lifting the y-fitting and catheter from the tray and withdrawing the balloon from the protective sleeves. Pull the balloon straight out of the sleeves through the slot provided in the tray. The sleeves and clips will remain attached to the tray. 4214188470-1997-8.